Manufacturer narrative:
The reported event of unacceptable threshold was confirmed. The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Final analysis found that the inner coil was overtorqued at the connector region, resulting in internal conductor shorting consistent with procedural damage. The cause of the reported event of unacceptable threshold was due to over torqued of the inner coil. No other anomalies were found.

Event description:
It was reported that patient presented for scheduled implant procedure. During procedure, it was noted that the newly placed right atrial (ra) lead exhibited high, out of range pacing impedance and high threshold. The ra lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2025. The patient was in stable condition.